Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, there are ink blots on the pump display. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose was 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen issue was verified. However, the alleged insulin gauge issue could not be verified.